Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 19095249. D.4. Medical device expiration date: 09/03/2022. D.10 device available for eval. Yes. D.10 returned to manufacturer on: 07/30/2020. H.4. Device manufacture date: 09/03/2019. Investigation conclusion: the customer reported that the ports did not allow infusion of propofol therefore the case could not begin. The reported suspect gravity set model 10802688 lot unknown was not received for evaluation. Instead, received were the following unopened samples- 1)gravity set model 10802688 lot 19095249, 2)non-bd (baxter) anesthesia set 2c9216 lot dr20b08039, and 3)non-bd (covidien) monoject 35ml syringe ref 1183500777 lot 001379x.. The gravity set was opened and was visually inspected for kinks, holes/tears in the tubing, or damages to the components. No obvious damage or issue was observed. Functional testing was performed by priming the gravity set. No issue was observed. The rest of the received anesthesia set and syringe samples were opened. No obvious issues were observed with either sample. Further testing was performed by first attaching the anesthesia set's male luer end to one of the set's three smartsite ports. Using the syringe, however filled with fluid, the syringe was then attached to the anesthesia set's female luer end and the fluid was pushed through. The fluid was observed to flow through and exit the gravity set as expected. The process was repeated on the rest of the smartsite ports with the same results. The device history record for suspect set model 10802688 could not be conducted due to no lot number being provided. The device history record for received/associate set model 10802688 lot 19095249 shows the set was manufactured on 03sep2019 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. The customer¿s report that the ports did not allow infusion was not confirmed due to the reported gravity set used in the event was not received for evaluation. Functional testing of the initially received unopened samples (same model gravity set as reported, non-bd (baxter) anesthesia set, and non-bd (covidien) monoject 35ml syringe) with the components attached/connected to each other observed no issues. The root cause was unable to be identified.

Event description:
It was reported that the grav 10dp ckv 3 y-site dehp free experienced flow issues. The following information was provided by the initial reporter: in regards to an issue she had infusing propofol into the smartsite connector on product ref # 10802688. (B)(6) 2020: was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes. What is the date of this event? Too numerous to count. It has been occurring since we started caring this product. Per anesthesia. What was the lot number of the bd smartsite connector? I cannot speak to this see above answer, too numerous of lots (I assume). Are the products involved in the event available for investigational purposes? Yes, the product is bd smart site gravity set ref 10802688. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details. Delays are an adverse event in the or. As reported by one of our anesthesiologists last week, use of this tubing results in delays, upwards of five minutes recently. The ports did not allow infusion of propofol therefore the case could not begin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the grav 10dp ckv 3 y-site dehp free experienced flow issues. The following information was provided by the initial reporter: in regards to an issue she had infusing propofol into the smartsite connector on product ref # 10802688. 7/16/2020: was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes. What is the date of this event? Too numerous to count. It has been occurring since we started caring this product. Per anesthesia. What was the lot number of the bd smartsite connector? I cannot speak to this see above answer, too numerous of lots (I assume). Are the products involved in the event available for investigational purposes? Yes, the product is bd smart site gravity set ref 10802688. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details. Delays are an adverse event in the or. As reported by one of our anesthesiologists last week, use of this tubing results in delays, upwards of five minutes recently. The ports did not allow infusion of propofol therefore the case could not begin.